Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a unspecified plum administration set. The customer reported that when the plum 360 infusion pump first started pumping 22 ml [versus the > 20 +-1 ml preventative maintenance (pm) requirement]. They switched the plum IV tubing set with a brand new one and it was still pumping 22 ml. When they received the pump from the ge vendor, there were no issues found. The biomed concluded that both the original and the first brand new plum IV tubing sets were both faulty. Once the pump was returned from the ge vendor, they switched the plum IV tubing set again and it passed the pm. With the second brand new set, it worked great. There was no patient involvement and no human harm. This captures the second of two occurrences reported.